Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Upon review, it was found there has been a gradual rise in impedance measurements with previously known high out of range shock impedance measurements. Technical services (ts) was consulted and offered troubleshooting options. At this time, the rv lead remains in service. No adverse patient effects were reported.